Event description:
Anecdotal information provided during a conference call that a free flow event occurred. IV tubing was not saved. No patient harm or medical intervention reported. The customer did not provide any additional patient or event details.

Manufacturer narrative:
Tx date: 12/01/2012 or . Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device or logs be returned for evaluation.